Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that this morning there was a leak at the extension line connecting to the clave. Clave changed out and could not see any leaking at first. Then, leaking did occur. Patient getting hydration and electrolytes infused. Stopped infusion, de-accessed and then re-accessed patient with new port, different lot numbers, and no issues at this time. Resulted in the need for increased monitoring no further information provided.